Manufacturer narrative:
An event regarding a conversion from uni to total knee involving unknown pkr baseplate created from a periprosthetic fracture was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. A photograph of the explanted devices were provided and no damage other than some minor explantation damage is seen. The femoral component has adherent bone as indicator for prior stable fixation. Medical records received and evaluation: consulting clinician concluded that the tibial baseplate malposition and malalignment has contributed to overload in the pkr arthroplasty with a fatigue fracture in the limited bone support area below the tibial device requiring conversion to a total knee. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the investigation concluded that the periprosthetic fracture was caused by having the tibial baseplate malposition and malalignment has contributed to overload in the pkr arthroplasty with a fatigue fracture in the limited bone support area below the tibial device requiring conversion to a total knee.

Event description:
Patient complained of pain, fracture was diagnosed inferior to the tibia. Converted to a total knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain, fracture was diagnosed inferior to the tibia. Converted to a total knee.